Event description:
It was reported that the patient experienced episodes of low blood glucose while using the ilet system, with the caregiver stating the patient had some bad low blood sugars. Troubleshooting and education were provided, and oral glucose was used to treat the lows. Symptoms included hypoglycemia. Outcomes included transient interruption of normal daily activities due to the event. Investigation included a review of device history and complaint details as part of standard complaint handling. Investigation of this case revealed no device malfunction was identified and the cause remained unclear. It was concluded that the event was consistent with hypoglycemia of unclear cause with no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.